Event description:
Quad concentrated levo running through patent central line at a high dose (0.46). Pump kept stopping and alarming downstream occlusion. Had to start running standard concentration levophed backup infusion pump that we had set up in the room because patient was becoming hypotensive. Hypotension resolved after change to new pump.